Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
It was reported the patient presented in the hospital with a pocket infection. The patient's implantable cardioverter defibrillator, right ventricular and right atrial lead were explanted. A lead was placed in the right atrium through the right internal jugular vein for pacing. The patient was in stable condition.